Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screw presents no manufacturing defect. Everything conforms to specifications. Given the progress of the manufacturing session of this batch, its implementation conditions can not be at the origin of these two failures. In the absence of information on the circumstances of rupture of these screws, the hypotheses that can explain these breakages are: screw no. 1: during screwing, the screw produced a divergent trajectory to the tunnel, causing significant flexural and torsional stresses into the core of the screw, in particular the passage of the cortical wall and the insertion of the cone of the head in the tunnel. These constraints have led to a deformation of the screwdriver footprint, which is almost zero at the tip of the screwdriver and maximum at the head of the screw. The deformation of the screwdriver is then greater than the elastic limit of the duosorb, causing the screw to break. This phenomenon can be accentuated in the presence of significant radial clearance between the screw and the screwdriver. A tunnel diameter inferior to the diameter of the screw has generated high friction forces on the entire surface of the screw, and particularly at the head, during the passage of the cortical wall. All of these constraints have caused a deformation of the screwdriver footprint: the deformation is almost zero at the end of the screwdriver cavity and maximum at the head of the screw. The deformation of the screwdriver is then greater than the elastic limit of the duosorb, causing the screw to break. This phenomenon can be accentuated in the presence of significant radial clearance between the screw and the screwdriver. Screw no. 2: the observation of the screw reveals a fracture of the screw at the tip (imprint junction / hole guide pin passage) to which is added damage to the threads present on the entry cone. They are lying back and forth. The rupture of the tip is the result of combined efforts of screwing and compression exerted on the tip of the screw due to difficulties encountered by the surgeon to introduce the screw into the tunnel in the presence of a very hard bone and a hole diameter is probably very low (<ø9). The cone of entry of the screw abutted against the cortical bone, the insistence of the surgeon to want to advance the screw has generated friction of the nets against the cortical bone, causing their deformation and breakage of the tip under the pushing force exerted on the tip of the screw via the screwdriver. As soon as the tip was fractured and the threads of the entry cone damaged, the screw lost all bite and could not progress.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. Recovery of 2 broken screws following implantation failure. They were planned on two different patients - replaced by a competing screw ø10.